Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the insulation was abraded at 12.4 cm to 12.9 cm from the connector pin, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
It was reported that the atrial lead exhibited noise. All other electrical measurements were stable and within range. The lead was explanted and replaced. The patient was stable after the procedure.